Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with ECG leads and disposable defibrillation/ECG electrodes for monitoring and external pacing. According to the reporter, the device alarmed connect electrodes and would not pace the patient. The patient was transported to the hospital and no adverse affects to the patient were reported as a result of the alleged malfunction.